Event description:
Aneurysm enlargement due to infection: on (B)(6) 2019, the surgeon-modified fenestrated zone 0 tevar was performed. The relay plus was landed in zone 0 and proximal to the zenith alpha (cook, 36-32-200) deployed in the thoracic descending aorta. 2-debranching had been performed prior to the procedure. The fenestration was aligned with the inlet of the brachiocephalic artery and the vbx (gore, 11-59) was implanted there to ensure blood flow to the brachiocephalic artery. Final angiography revealed no leakage and after the procedure the patient's recovery progressed favorably. However, at the end of (B)(6) 2020, the patient visited a local hospital complaining of fatigue and fever. A CT revealed findings like an infected aneurysm. Antibiotics were administered, but the condition did not improve. On (B)(6) 2021, in order to undergo a replacement of the stent graft with an artificial blood vessel, the patient was transferred by helicopter to (B)(6) hospital, where such cases are normally handled. Patient outcome: "health damage is serious. The patient is transferred to (B)(6) hospital because the artificial blood vessel replacement surgery requires high level of expertise, as the zenith alpha reaches almost to the diaphragm. It is unknown when the surgery will be performed."

Event description:
Aneurysm enlargement due to infection:on (B)(6) 2019, the surgeon-modified fenestrated zone 0 tevar was performed. The relay plus was landed in zone 0 and proximal to the zenith alpha (cook, 36-32-200) deployed in the thoracic descending aorta. 2-debranching had been performed prior to the procedure. The fenestration was aligned with the inlet of the brachiocephalic artery and the vbx (gore, 11-59) was implanted there to ensure blood flow to the brachiocephalic artery. Final angiography revealed no leakage and after the procedure the patient's recovery progressed favorably. However, at the end of (B)(6) 2020, the patient visited a local hospital complaining of fatigue and fever. A CT revealed findings like an infected aneurysm. Antibiotics were administered, but the condition did not improve. On (B)(6) 2021, in order to undergo a replacement of the stent graft with an artificial blood vessel, the patient was transferred by helicopter to kobe university hospital, where such cases are normally handled.patient outcome: "health damage is serious.the patient is transferred to kobe university hospital because the artificial blood vessel replacement surgery requires high level of expertise, as the zenith alpha reaches almost to the diaphragm. It is unknown when the surgery will be performed."